Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test at .08745 inches. Successfully downloaded the trace and history files using thump. The bolus wizard is functioning properly according to the bolus wizard sample. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. The pump passed all functional testing. Bolus wizard correction bolus delivery is operating properly. The pump history file lists five (5) boluses on the event date, 1/24/2025, listed below: on 01/24/2025 08:57:09.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 5000 (0.5 u) bolus amount delivered: 5000 (0.5 u) 01/24/2025 13:12:26.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 2500 (0.25 u) bolus amount delivered: 2500 (0.25 u) 01/24/2025 15:09:58.000 normal bolus delivered (220) bolus programming method: boluswizard (1) normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) 01/24/2025 20:11:28.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 2500 (0.25 u) bolus amount delivered: 2500 (0.25 u) 01/24/2025 22:49:44.000 normal bolus delivered (220) bolus programming method: manual bolus (0) normal bolus amount programmed: 1000 (0.1 u) bolus amount delivered: 1000 (0.1 u) please see below for the daily total of all insulin delivered on the event date, 1/24/2025: 01/25/2025 00:00:00.000 dailytotals (60) dailytotalcollectionstarttime: 01/24/2025 00:00:00.000 dailytotalofallinsulindelivered: 33750 (3.375 u) dailytotalofbasalinsulindelivered: 22500 (2.25 u) dailytotalofbolusinsulindelivered: 11250 (1.125 u) there were no auto suspend events on the event date, 1/24/2025. There were no user suspend events on the event date, 1/24/2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump did not make correct calculations based on information entered. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed. Customer reported that their bolus wizard estimate value was not correct. Confirmed that pump did not make correct bolus wizard calculations based on information entered by the customer. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1810 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.